Event description:
It was reported that the customer was receiving a motor error alarm on his insulin pump while attempting to administer a bolus dose. His blood glucose was 241mg/dl at the time of reporting. After troubleshooting, he was advised to revert to his back up plan. The insulin pump is being returned. No additional information was reported.

Manufacturer narrative:
The insulin pump alarmed during the basic occlusion test due to a faulty force sensor resistor. The motor passed the motor test. The insulin pump had minor scratches on the display window, a cracked case near the display window corners, cracked battery tube threads and a cracked reservoir tube lip.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4).